Event description:
Consumer reported intermittent audio output alert. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported intermittent audio output. However reported fault could not be reproduced.